Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with symptoms of diaphragmatic and phrenic nerve stimulation. It was determined that the right ventricular (rv) lead had perforated the rv septum. The lead was inactivated, and later removed and replaced. No further patient complications have been reported as a result of this event.